Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. Customer's reported blood glucose (bg) level as ¿high¿, specific value was not provided. The customer addressed elevated bg level with a manual injection and continued to use the pump for insulin therapy.